Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-02799. It was reported the patient loss stimulation after jumping 3 feet from the ground. Reportedly, diagnostic testing revealed several contact with both low and high impedance values. Reprogramming was unsuccessful. However, x-rays revealed lead migration. A physician consult was planned as the next course of action. Follow-up identified surgical intervention was undertaken during which time both leads were explanted and replaced. Effective therapy was restored postoperatively. The issue is resolved.